Manufacturer narrative:
The uv exposure from unfiltered illumination without the safety shield is identified in the product risk file and while no injury was reported, if this were to recur the severity of harm is scored as moderate and therefore deemed reportable.

Event description:
Natus medical technical service was notified on (B)(6) 2019 that a patient's parent noticed the device was in use without the safety shield designed to protect the patient from ultraviolet radiation and debris from a potential broken bulb. The parents notified the staff and the facility opened a report to investigate the incident on (B)(6) 2019. On 01/06/2020 natus medical technical service requested additional information related to the event. On 01/08/2020 natus technical service received an e-mail from the complainant who stated they declined to provide the requested information because they considered the issue resolved with no harm to the patient and because, the equipment has been removed from service. No death, serious injury, patient harm or environmental /safety concerns have been reported.